Event description:
A surgeon reported that one day following a glaucoma filtration device implantation, a patient experienced postoperative hypotony. The surgeon reported there was no anterior chamber from the second day postoperatively. Following the shunt implantation, an anterior vitrectomy, peripheral iridectomy, suture lysis and capsulectomy were performed. The patient also experienced a choroidal detachment that was confirmed three and a half months following the initial implant procedure. The shunt remains implanted in the eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. The device remains implanted. Additional information has been requested. (B)(4).